Event description:
Radiographic images indicated fractured screws from surgery eight and a half years ago.what was the original intended procedure?acdf c6-7.device #1is this a laboratory device or laboratory test?no.